Event description:
Information received does not address the patient's clinical status but notes that immediately post implant, the device paced below the programmed base rate, exhibited atrial over- sensing and intermittent capture at 45 ppm while programmed to a base rate of 60 ppm. Magnet application revealed asyn- chronous pacing at the programmed rate. Increasing the base rate and decreasing the atrial sensitivity was unsuccessful. Therefore, the device was replaced.